Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that following a non-device related procedure the patients remote control (rc) had difficulty communicating with the ipg. The patient underwent a battery replacement procedure and was doing well postoperatively. The ipg was discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.